Event description:
Customer alleged 2 sets of discrepant blood glucose values: 1.202 mg/dl & 77 mg/dl; and 2.311 mg/dl & 103 mg/dl back to back on the advantage system. The customer reported having low blood glucose symptoms with the 1st set of results and self-treated with bread and a cookie and felt better. The customer reported no symptoms with the 2nd set of results and did not report and treatment or actions. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.